Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Tandem technical support reviewed pump data and found that the pump is operating as intended. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.